Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator. The smartablate generator 3 cable connectors and the foot pedal were defective. During ablation, the foot pedal got stuck in the downward position and continued to ablate for a second or two. The foot pedal then became unstuck and the radiofrequency stopped. The foot pedal was switched out. The distance between the remote and the closest magnet was approximately 15 feet. The procedure was continued with no patient consequence. The issue with the foot pedal being stuck was assessed as a reportable malfunction due to the potential risk for patient injury.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator. The smartablate generator 3 cable connectors and the foot pedal were defective, part numbers (m490005; m490028; m490023; m490012). During ablation, the foot pedal got stuck in the downward position and continued to ablate for a second or two. The foot pedal then became unstuck and the radiofrequency stopped. The foot pedal was switched out. The distance between the remote and the closest magnet was approximately 15 feet. The procedure was continued with no patient consequence. Repair follow-up was performed. However, there was no response from customer. Service was declined. The complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.